Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, it was found that there was rust around the objective. It was also found that the adhesive at the light guide lens was peeling. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress and degradation problems. The most probable cause is random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope was incorrectly reprocessed. The issue occurred during reprocessing. There was no patient involvement.